Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on and subsequently expired on (B)(6) 2009 after the use of the product.

Manufacturer narrative:
This is one event (death) for the same pt involving three separate products; associated mdrs # 1225714-2014-02725 and 1225714-2014-02726.